Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnomal bleeding"), migraine ("migraines"), arthralgia ("joint pain"), joint swelling ("joint swelling"), fatigue ("fatigue"), dizziness ("dizziness, lightheadedness"), headache ("headache, orthostatic headache"), anaemia ("anemia"), anxiety ("anxiety"), allergy to metals ("nickel allergy/hypersensitivity") and autoimmune disorder ("auto-immune symptoms"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, arthralgia, joint swelling, fatigue, dizziness, anaemia, allergy to metals and autoimmune disorder outcome was unknown and the headache had resolved. The reporter considered allergy to metals, anaemia, anxiety, arthralgia, autoimmune disorder, dizziness, fatigue, genital haemorrhage, headache, joint swelling, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: results: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnomal bleeding"), migraine ("migraines"), arthralgia ("joint pain"), joint swelling ("joint swelling"), fatigue ("fatigue"), dizziness ("dizziness, lightheadedness"), headache ("headache, orthostatic headache"), anaemia ("anemia"), anxiety ("anxiety"), allergy to metals ("nickel allergy/hypersensitivity") and autoimmune disorder ("auto-immune symptoms"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, arthralgia, joint swelling, fatigue, dizziness, anaemia, allergy to metals and autoimmune disorder outcome was unknown and the headache had resolved. The reporter considered allergy to metals, anaemia, anxiety, arthralgia, autoimmune disorder, dizziness, fatigue, genital haemorrhage, headache, joint swelling, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: results: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: new event added-auto immune disorder and product indication added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), arthralgia ("joint pain"), joint swelling ("joint swelling"), fatigue ("fatigue"), dizziness ("dizziness, lightheadedness"), headache ("headache, orthostatic headache"), anaemia ("anemia"), anxiety ("anxiety") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, migraine, arthralgia, joint swelling, fatigue, dizziness, anaemia and allergy to metals outcome was unknown and the headache had resolved. The reporter considered allergy to metals, anaemia, anxiety, arthralgia, dizziness, fatigue, genital haemorrhage, headache, joint swelling, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), arthralgia ("joint pain"), joint swelling ("joint swelling"), fatigue ("fatigue"), dizziness ("dizziness, lightheadedness"), headache ("headache, orthostatic headache"), anaemia ("anemia"), anxiety ("anxiety") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, migraine, arthralgia, joint swelling, fatigue, dizziness, anaemia and allergy to metals outcome was unknown and the headache had resolved. The reporter considered allergy to metals, anaemia, anxiety, arthralgia, dizziness, fatigue, genital haemorrhage, headache, joint swelling, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: normal. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.